Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. Functional testing found a defective downstream occlusion sensor. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device is for repair. Device evaluation found there to be a damaged downstream occlusion seal. There was unknown patient involvement.